Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of the report (B)(6) 2025, she brought the patient to the ICU/ER due to elevated blood glucose levels. She noted that the failed sensor was a replacement, and that she had spent $495 to purchase a new sensor. The reporter was visibly upset during the call and did not provide further details regarding the incident. The call was ended prematurely. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.